Event description:
The customer contact reported tampering that resulted in the patient receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. After an unspecified length of time, the customer contact reported that in an attempt to commit suicide, the patient unlocked the device keypad using the keypad code that the patient had found on the internet and reprogrammed the device to deliver more medication than intended. No specific event details were provided; however, it was reported the patient was successfully resuscitated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.